Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 399 mg/dl at the time of the call. The customer reported, on this morning it was the highest it has been it has been 401 mg/dl, currently down to 129 mg/dl. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The product was not returned for analysis.